Manufacturer narrative:
A ge representative evaluated the system and determined the connector on the power motor relay board needed to be replaced. The part was placed on order, and the customer will replace the connector. No conclusion can be drawn as further repair information is not available.

Event description:
The customer reported the system displayed an interlock error and would not complete boot up. No patient injury was reported.